Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous distal right coronary artery. Access was obtained through the femoral artery. The physician advanced the 2.0x30mm apex balloon catheter to the lesion and on the first inflation, inflated the balloon to 4atms and the balloon leaked. The balloon was removed from the pt intact and during examination, a rupture was observed. There were no pt complications. The procedure was completed with a 2.5x20 non-bsc device and the deployment of an unk stent. Pt status is reported as "good".

Manufacturer narrative:
Pt's age: 18 or older. Device evaluation: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4)